Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was dislodged and was exhibiting intermittent capture and p-wave amplitude variation. The lead was explanted, and new lead was implanted. The patient was in stable condition.